Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephrectomy procedure the device fired fine and the case was complete with no patient consequence. It is unknown the how long after the procedure the patient was taken back into the or for staple line bleeding at the proximal end. An exploratory procedure was done for the staple line bleeding, but it is unknown how the bleeding was controlled. Unknown if patient received a blood transfusion. At this time the patient is stable. The device was discarded. (B)(6). Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent: 04/04/2011. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.